Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode resulting in high voltage therapy being disabled. The device was programmed into MRI mode prior to the procedure. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.